Manufacturer narrative:
Complaint confirmed, the distal extremity of the device is dented and deformed, and a large fragment broke off. The fragment was not returned. A likely cause of the event is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a tka procedure, when the surgeon was impacting the trial poly, the tip of the ar 613-98 broke. The fragment was removed and the case was completed by using another.